Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Upon follow up with customer, battery was found to be depleting normally.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.